Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1 ml ls 25ga 5/8 in chin graphics experienced missing scale markings which was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2019, the needle scale missing was found in the examination before the use of 1 ml syringe.

Event description:
It was reported that the syringe 1ml ls 25ga 5/8in chin graphics experienced missing scale markings which was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2019, the needle scale missing was found in the examination before the use of 1ml syringe.

Manufacturer narrative:
Investigation: the missing scale marking; as stated as the reported code was unconfirmed as no returned photo and samples to determine the root cause. Root cause could not be determined as no photos and samples returned for investigation. If the sample are received in the future, the complaint will be re-opened and re-investigated. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.